Event description:
Pt was implanted with tfn construct on (B)(6) 2011 for an intertrochanteric fracture of the femur. Each f/u visit with surgeon involved x-rays. Surgeon reports seeing the fracture collapse over a period of 9 months, at which point he also noted the lag screw had perforated the femoral head. By that point the pt did complaint of pain. Pt was converted to hemiarthroplasty on (B)(6) 2012. It was reported that the tfn extraction was uneventful, but surgeon reports visible deformation of the locking mechanism despite having disengaged the mechanism prior to removing the lag screw. Surgeon does not recall encountering resistance during the initial implantation or explantation of the lag screw. This is 2 of 3 reports for the same event.

Event description:
Patient was implanted with tfn construct on (B)(6) 2011 for an intertrochanteric fracture of the femur.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Not previously reported. It is unclear if the wear marks came during the insertion or removal of the tfn screw. However, wear marks on the hex show an increased resistance for insertion (clockwise wear marks). This possibly means the prong of the locking mechanism was interfering with the oblique head element hole. After looking at the submitted parts with the complaint, it appears the tang of the locking mechanism of the tfn was interfering with the oblique head element hole. This most likely had zero affect on the perforation of the femoral head. Due to many factors including: patient compliance, type of fracture, how well the fracture is reduced, etc. It is hard to determine the exact cause of the tfn screw perforating the femoral head. After reviewing the x-rays, it was seen that the tfn screw was advanced too far through the nail and the locking mechanism seemed to be more proximal in the nail than it should be, thus it was probably not engaged. The fracture did not appear to be as well reduced either. These factors allude to an incorrect technique and could have contributed to the adverse event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received on (B)(4) 2012. Visual inspections noted the nail was received with the locking prong bent, deformed there were also some minor marks on the nail from removal and implantation. There is no indication of nail hole size or functional failure. It appears that the tfn screw origination was not correct at implantation per technique guide titanium trochanteric fixation nail system - screw option. Dimensions that could be measured were found to meet specifications. Investigation is on-going. Corrected patient's implant date from (B)(6) 2011 to (B)(6) 2011. Correction to x-ray dates from unknown date to (B)(6) 2011, (B)(6) 2012.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the synthes device history records for mfg revealed no complaint related issues.